Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to ongoing middle ear infections. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is filed on december 18, 2018. (B)(4).